Event description:
A customer obtained a negatively biased serum ckmb result on a patient sample. A result of 2.7 ng/ml was obtained on a serum sample. A heparin plasma sample drawn at the same time as the serum sample gave a result of 7.16 ng/ml. The customer repeat tested the heparin sample and confirmed the 7.16 ng/ml result which is greater than the cutoff for ami. There was no report of patient harm as a result of this event.